Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported high pressure in the injector when injecting a lens during an intraocular lens (iol) implant procedure. The lens was reported to be defective.